Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the right atrial (ra) lead dislodged and had pulled back and was unable to sense or capture. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.